Manufacturer narrative:
A field service engineer (fse) was dispatched and determined that the cap piercer was intermittently leaving excessive fluid on top of the sample tubes. The fse replaced multiple components to the cap piercer and primed with no errors. The fse loaded sample tubes and no fluid was found on top of the caps.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking from the cap piercer in the unicel dxc 880i synchron access clinical system (full system). The customer was unable to identify the source of the leak. No injury or operator exposure was reported in regard to this event.